Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The failure investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging. Additionally, it was reported that the touch screen was unresponsive. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.